Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Refrence number (B)(4). Event occured in the united kingdom. It was reported that the patient experienced an infusion set leakage on (B)(6) 2026. After multiple failed insertion attempts led to leakage at the insertion site. No further information is available